Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/21/2024 additional information: d9, h3, h6 h3 investigational summary: according to the information received, it was reported that the suture is breaking under regular tension. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received one winding former with a suture that pertained to product code z340h. During visual inspection of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment, which caused the sutures to be broken. The foil packets were not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 - device not evaluated. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of sutures that broke during this procedure. The suture breakage has occurred (B)(4) times while doing surgery. When did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify the suture was inserted and when trying to close it broke. The second time it occurred I called the company that we had purchased the suture from, covetrus. Lot # qgmcss. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported on mw# 2210968-2024-00458, mw# 2210968-2024-02951, mw# 2210968-2024-02952. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown procedure on (B)(6) 2023 and suture was used. Suture is breaking under regular tension.¿ additional information has been requested.